Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care called the patient who stated that the ems is supporting them for the reported shock event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.